Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image issues occurred due to damage to the cable unit. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus regional repair center ((B)(4)) was informed that a customer high definition autoclavable camera head was returned due to a report of a "loose contact" during an unspecified event. Upon inspection and testing, the device was observed the image disappears and ceases to emerge / and the visual field is suddenly lost due to a defective cable. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The reported issue of the image is suddenly lost due to a defective cable. The cable has suffered breakage below the protector boot cover as the cable is severely kinked. Additionally, the adapter is heavily corroded, the adapter is worn out, a part on the coupling piece is broken and the lettering on the housing and the buttons are worn out. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.